Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) in (B)(6) regarding a patient receiving intrathecal compounded baclofen (lot number, concentration, and dose unknown) via an implanted pump. The indications for use were not reported. The patient¿s medical history was noted as ¿none¿. The baclofen lot number and other medications the patient was taking at the time of the event were unable to be obtained. During normal use, the motor stalled and the pump alarmed. The event/difficulty occurred on (B)(6) 2016. The patient experienced symptom return. The n¿vision indicated that the motor stalled and the patient was admitted to emergency. It was unknown what led to the event. It was noted ¿per-os treatment administered waiting for replacement¿. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The product status was reported as implanted/out-of-service. Surgical intervention did not occur, but was planned (had not been scheduled). Additional information was requested to clarify reporter, troubleshooting related to the stall, details of stall, log availability, cause of the stall, medication dose and concentration, patient outcome, indications for use, and product status/return. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a company representative. There was one stall and the pump motor stall did not recover. The date of the explant was unknown. It was believed that the pump was kept and would not be returned to the manufacturer.